Manufacturer narrative:
Additional information was received that the patient underwent the lead replacement procedure due to lead migration. The physician suspected there was an issue with the screw on the ipg or a problem with the lead connection. No further information can be obtained the explanted devices were not returned to bsn by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to an unknown reason. During the procedure, the lead was unable to be removed from the ipg port therefore, the ipg was also replaced.

Event description:
A report was received that the patient underwent a lead replacement procedure due to an unknown reason. During the procedure, the lead was unable to be removed from the ipg port therefore, the ipg was also replaced.